Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the patient's site irritation. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. The omnipod's user guide warns, "do not use a pod if you are sensitive to or have allergies to acrylic adhesives or have fragile or easily damaged skin." It advises "at least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat."

Event description:
The customer reported having a reaction to the adhesive. The site was itchy, raised and irritated with little blisters that wept. She has tried barrier creams, cortisone creams, spraying the skin with flonase and using tegaderm as well as cleaning the site with alcohol without success. The pod has to be removed before the usual three day length of time due to the irritation. She sought medical attention from a dermatologist. Since she was already using clobetasol, she was not prescribed any additional creams, but was advised to continue using said cream.